Manufacturer narrative:
Although requested, pt info was not provided.

Event description:
During pt use, the ventilator displayed 25% when the fio2 was set to 21%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No serious injury was reported in this case.